Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the insertion of the passing pins in the guide, it was causing fretting resulting in metal debris in the joint. Afterwards it was removed with suction. The procedure was completed with no patient injury or complications reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.